Event description:
While withdrawing drug solution from a vial of doxorubicin, we noticed a few drops of drug going past the grey piece of the plunger. When we injected the drug back into the vial, more drug seeped through to the back of the syringe. The same issue occurred with 2 syringes. FDA safety report ID # (B)(4).